Event description:
A report was received that following the trial lead explant the patient was experiencing weakness and went to the hospital. A catscan was performed and an epidural hematoma was confirmed. The hematoma was believed to be procedure related. The patient was suffering from neurological deficit which included paralysis in all four limbs. The patient underwent a decompression laminectomy to relieve the pressure. The physician does not know the cause of the paralysis. The patient is currently in a long term in-patient rehabilitation center and is slowly regaining partial use of his extremities.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2218-70e, serial/lot: (B)(4), description: st linear trial lead, 70cm with pre-loaded 0.014 inch stylet.